Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
It was reported that a broken needle was found in the dressing prior to use. The dressing was not used; there was no pt involvement.

Manufacturer narrative:
No sample has been received. An evaluation of photographs confirms evidence on the dressing of a piece of medal which may be a needle. Investigation has been based on batch history record review. Batch records have been reviewed; all required specification were met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. After a detailed batch review, a discrepancy was found. This warrants further action and a nonconformance has been previously opened. This complaint will remain open until completion of nonconformance. It was discovered that the incorrect manufacturing date was listed on the initial MDR dated 08/12/2015 MFR #1000317571-2015-00075. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Sample received after initial report completed. Sample contains a piece of metal which appears to be the end of a needle, does not comply to specification. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).